Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22ga bd catheter adapter and (B)(4) photographs which displayed similarities to that of the returned unit. Upon visual observation, the thread at the end of the luer adapter is smashed. This damage to the outer threads of the luer could prevent a connection to be achieved as described in your report. The damage is only on one side of the adapter. There is also a scuff near the end of the adapter. The reported issue was confirmed. The most probable root cause for this type of defect is manufacturing related. During manufacturing misalignment of the adapter relative to the equipment may cause this type of damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheters luer connection separated from the mating component. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, the hcp attempted to connect the IV line to the hub but the IV line could not be connected to the hub properly. Regarding the mark of the force applied on the hub, the customer mentions that this was caused by the hcp¿s applying a bit strong force due to a failure of connection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte" autoguard" shielded IV catheters luer connection separated from the mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, the hcp attempted to connect the IV line to the hub but the IV line could not be connected to the hub properly. Regarding the mark of the force applied on the hub, the customer mentions that this was caused by the hcp's applying a bit strong force due to a failure of connection."